Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 270 mg/dl at the time of the morning of the event, and her blood glucose levels were good throughout the day. The customer went out to dinner and ate a meal high in carbohydrates. The customer's doctor feels that the event may have been caused by air bubbles. Nothing further was reported.